Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the up arrow button on the insulin pump is unresponsive. Blood glucose at the time of the incident is unknown, last reading before the issue was 91 mg/dl. The customer had high blood glucose of 500 mg/dl at the time of the call; which was going to be treated with insulin pen. No significant events leading to the keypad issue. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and it was agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces also, unable to perform any tests due to buttons unresponsive. Pump received with severely scratched display window, cracked battery tube thread, broken reservoir tube lip, cracked case near the display window corners, cracked on the display window and missing the end cap sticker.